Event description:
It was reported that when the instrument was received by the hospital, it was fractured. There was no patient involvement. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). The hospital that reported the instrument was: (B)(6). Phone: (B)(6). G3 foreign source: france. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.